Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (excessive belt alarms) has been confirmed. Upon eval, the trunk cable was cut, and the yellow wires were frayed. The root cause for the cut cable cannot be positively determined, but is likely the result of physical damage. No adverse event resulted from the defective cable. The pt received a replacement electrode belt.

Event description:
A pt service rep assisting a (B)(6) female pt contacted zoll customer support to report that the pt was receiving a lot of alarms. She later reported that she noticed "bump" on one of the wires. The pt was issued a replacement electrode belt.